Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, one year post MRI powerport isp placement procedure, x-rays revealed a fracture of the catheter, a section of which had entered the heart, and which was later removed by a catcher. Additionally, swelling of the subcutaneous tissue occurred during routine maintenance at the implanted port.

Event description:
On (B)(6) 2025, one year post MRI powerport isp placement procedure, x-rays revealed a fracture of the catheter, a section of which had entered the heart, and which was later removed by a catcher. Additionally, swelling of the subcutaneous tissue occurred during routine maintenance at the implanted port. The current status of the patient is unknown.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: two electronic photos were provided for review and one power port isp MRI implantable port attached to a catheter was returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed on the returned device. The photo shows a catheter attached to the port. The catheter seems to be separated from its distal segment. The catheter is placed on the kit label. A complete circumferential break was noted on the distal end of the attached catheter. The distal catheter segment was not returned. Catheter wear was noted throughout the attached catheter. The edges of the complete circumferential break on the distal end of the attached catheter were noted to be jagged. The surface was noted to be granular throughout. Therefore, the investigation is confirmed for the reported catheter fracture and material separation issues. However, it is inconclusive for the reported migration issues as supporting evidence of the reported migration is not available. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. E1, g3, h6 (method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.